Event description:
This is being filed to report the difficulty noted during removal of the lock line which occurred with the mitraclip clip delivery system (cds 10293515/(B)(4)), and required medical intervention to deploy the clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The steerable guiding catheter (sgc) was positioned in the left atrium. The first clip (10275365/(B)(4)) was successfully implanted in the central area of the mitral valve, and the mr was reduced to 2+, with a residual jet in the lateral part of leaflets. A second clip was then planned to be placed in the remaining jet. The second cds (10293515/(B)(4)) was prepared per the instructions for use (IFU). There were no damages or issues observed. The leaflets were grasped and the mr was reduced to 1+; therefore, the physician decided to deploy the clip. After establishing the final arm angle and confirming gripper line removability, the cap from the lock lever was removed and the ends of the lock line were unwrapped, both without issue. No knots were observed and plastic covers were removed from the line. The physician began to remove one free end of the lock line, but resistance was felt after approximately 10 cm were removed, and removal was then not possible. The second free end was blocked inside the lock lever. The physician decided to break the lock lever with a clamp in order to the expose the second free end. The lock line was then removed with the second free end.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product were reviewed. The device was returned with blood visible on the delivery catheter (dc) shaft, handle, radiopaque tip ring, arm position, actuator knob, and inside the clip introducer. The clip delivery system (cds) device was returned with the lock lever having been broken (lock lever not returned), and the lock line was returned deployed from the device in a separate plastic bag. Due to the lock line having been deployed, the difficulty in removing the lock line could not be replicated in the testing environment. The lock line was returned in a bundle in a the plastic; after untangling the lock line bundle a knot was observed on the lock line approximately 2cm from the end of the lock line. The reported knot in the lock line was confirmed. Potential causes for the knot in the lock line causing difficulty in lock line removal can include, but are not limited to, manufacturing anomalies (wrapping technique of lock line), patient conditions such as anatomical morphology / pathology, user technique or procedural conditions (unwrapping technique). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality, including inspection for knots in the lock line during the wrapping process. Additionally, there were no non-conformances issued for this lot that would have contributed to the reported event and a review of complaint database identified no other incidents associated with the reported lot for the reported difficult to remove lock line / knotted lock line. With respect to the patient condition, procedural conditions and/or user technique, a knot in the lock line resulting in the difficulty in lock line removal may be influenced by user technique such as the unwrapping and/or removal technique of the lock line, or the twisting of the lock lines prior to removal of the polyimide tubing. In this case, the information provided in the case details stated that the cap of the lock lever was removed and the ends of the lock line were unwrapped without issue. No knots were observed and the plastic covers were removed from the line. As the physician was removing one end of lock line, resistance was felt after approximately 10cm of lock line was removed, and then resistance was not possible. Since the other free end of lock line was retracted into the lock lever, the physician decided to break the lock lever with a clamp to expose the other end. The lock line was removed using the second free end with no issues; however a knot was observed approximately 2cm from the tip. It is possible that during the unwrapping process and removal process, the ends of the lock line may have become twisted, resulting in a knot during lock line removal; however this cannot be confirmed. Based on the information reviewed, the difficulty in removing the lock line was attributed to the knot in the lock line; however the cause for the knot could not be definitively determined. Although a conclusive cause for the knot could not be determined, there is no evidence of a product quality deficiency associated with this device.

Manufacturer narrative:
(B)(4). Event description continued: during removal, a knot was observed, approximately 2 cm from the tip. The lock line was removed with the second free end without issue. Final arm angle was established and the clip was deployed successfully. The mr was reduced to 1+ with the implantation of 2 clips. The patient was clinically stable post-procedure and there was no clinically significant delay in the procedure. No additional information was provided. Concomitant products: mitraclip system, 1 implanted mitraclip (10275365/(B)(4)), steerable guide catheter. The mitraclip remains in the anatomy. The cds is expected to be returned but has not yet been received. A follow up report will be submitted with all relevant information.